Event description:
A patient alleged experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 317 mg/dl, 250 mg/dl and 141 mg/dl performed 10 minutes apart with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.